Event description:
It was discovered in evaluation that a pump displayed system error 105. It was determined that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The unit would constantly alarm system error 105, caused by a failed motor (flex). The motor assembly was replaced.